Event description:
It was reported that patient underwent a replacement procedure due pump was not working. Patient could not get pump to inflate the device fully. All components were explanted and replaced.